Event description:
It was reported that during a laparoscopic nephrectomy procedure, the doctor was attempting to staple across the right renal vein. Staples did not deploy properly. The pt began hemorrhaging from vena cava. Doctor opened the pt immediately to attempt to control bleeding. Administered 6 units of blood. The pt was stabilized and is doing well.